Event description:
It was reported that during a ptca/stent procedure, that two overlapping stents were deployed in the rca. Approximately 1 week later, the pt returned to the cath lab with the rca totally occluded at the stents. The area was successfully reopened with a dilatation catheter. The pt received thrombolytic therapy. No other info was provided.